Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin. The proximal and the distal lead fragment with inserted locking stylet were returned and subjected to an extensive analysis. In the course of the analysis, 47 cm proximal to the lead tip the lead body was found squeezed and damaged. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore a calcified shock coil was noted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.